Manufacturer narrative:
The catalog and lot number along with the device were not provided for investigation. The event was confirmed. A voluntary recall (B)(4) was initiated for abgii and rejuvenate modular stems and necks due to the potential risk associated with these devices. The reported event is considered to be under the scope of this recall.

Event description:
It was reported that: patient has been experiencing pain since surgery. Patient states that most of the pain is on the top of the buttock. Patient states that he is also having pain when bending over.